Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("heavy periods") in an adult female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. In 2001, the patient started essure (ess205). On an unknown date, the patient experienced menorrhagia (serious criteria medically significant and clinically significant/intervention required), urticaria ("hives at right over where essure is") and hot flush ("hot flashes"). The patient was treated with surgery (hcp is taking them out). At the time of the report, the menorrhagia, urticaria and hot flush outcome was unknown. The reporter considered menorrhagia, urticaria and hot flush to be related to essure (ess205). The reporter did not wish any further contact with the company. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy periods. This event is anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (already confirmed by the reporting physician). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed as the reporting physician denied further contact.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 25-jan-2017: correction: quality safety evaluation added to the narrative. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy periods. This event is anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (already confirmed by the reporting physician). Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed as the reporting physician denied further contact.